Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using an unknown delivery system. The annular dimesons of the native valve were perimeter 81.4mmand medium ring 25mm and a pre-dilatation was performed with a 25 balloon. The implant depth at 80% was about 4-5mm and the implant depth at release prior to migration was about 4-5mm. The valve was implanted after 2 partial recaptures for optimal positioning and 0 control leaks after 100% deployment. A few hours after the procedure, it was noted that the valve was migrated to the aortic arch. A transcatheter valve implantation (tavi) was performed and a non-abbott valve was implanted.

Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve migration could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.